Event description:
It was reported that this tachy lead was in an attempt to implant, however, the sensing had a very low or dropout sensing. Technical services (ts) recommended to try a different connector tool and make sure that all pads and paddles the patient is connected to were properly grounded. No other information provided. No adverse patient effects were reported.